Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced persistent low flow alarms at 2:50 am on (B)(6) 2022. The patient was admitted to the intensive care unit. Log files showed that the flow dropped below 1 l and did not come back up. A transthoracic echocardiogram (tee) was performed which confirmed that the aortic valve was opening every beat and the pump did not unload the left ventricle properly. The patient's mean arterial pressure (map) was in the range of 70 with a speed on 5100 rpm. The flow was below 1 l. The patient was hemodynamically stable. Low dose epinephrine was started to protect circulation and a cardio computed tomography (CT) scan was performed, which showed compression of the outflow graft that started under the bend relief until the aortic anastomosis. The patient was taken for operation and the outflow graft compression was confirmed. A jelly formation was found underneath the bend relief until the aortic anastomosis. The patient was put on a heart-lung machine . The last 15 centimeters of the proximal graft was replaced with a vascutek 14 mm gelweave graft after the obstruction was removed. The flow recovered to normal values of 4.1 lpm at 5100 rpm. The patient was extubated on (B)(6) 2022 and was recovering from the procedure. The patient developed spontaneous, severe respiratory insufficiency one day after extubating. They were re-intubated and rolled into prone position. It was noted that the patients pupils were wide after they were turned on their back. A neurological event was suspected and a CT scan confirmed a severe intracranial bleed. The patient expired on (B)(6) 2022 during the course of the event. The pump operated as expected without issues after re-exploration on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed sustained low flow alarms which reportedly resolved upon removal of a jelly formation on the outside of the outflow graft from beneath the outflow graft bend relief to the aortic anastomosis. The jelly formation and a reduction of the outflow graft lumen were confirmed through the submitted reoperation photos and computed tomography images; however, a specific cause for these findings could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the report of respiratory insufficiency and stroke could not be conclusively established through this evaluation. The submitted outflow graft images were reviewed and showed the ¿jelly formation¿ beneath the outflow graft bend relief in situ. The submitted videos of CT images showed narrowing of the outflow graft lumen from the lateral side of the graft (towards the outside of the graft bend). The narrowing of the outflow graft lumen was noted beneath the outflow graft bend relief and distal to the outflow graft bend relief, which appeared to have additional bend relief/graft material surrounding the outflow graft. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Sustained low flow alarms were captured on the morning on (B)(6) 2022. It was noted that pulsatility index was low during the sustained low flow. There were no other notable alarms active in the log files. (B)(6) was not explanted for evaluation. It was reported that the device operated as expected after re-operation, and the patient's outcome was not considered to be device-related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13dec2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced persistent low flow alarms at 2:50 am on (B)(6) 2022. The patient was admitted to the intensive care unit. Log files showed that the flow dropped below 1 l and did not come back up. A transthoracic echocardiogram (tee) was performed which confirmed that the aortic valve was opening every beat and the pump did not unload the left ventricle properly. The patient's mean arterial pressure (map) was in the range of 70 with a speed on 5100 rpm. The flow was below 1 l. The patient was hemodynamically stable. Low dose epinephrine was started to protect circulation and a cardio computed tomography (CT) scan was performed, which showed compression of the outflow graft that started under the bend relief until the aortic anastomosis. The patient was taken for operation and the outflow graft compression was confirmed. A jelly formation was found underneath the bend relief until the aortic anastomosis. The patient was put on a heart-lung machine . The last 15 centimeters of the proximal graft was replaced with a vascutek 14 mm gelweave graft after the obstruction was removed. The flow recovered to normal values of 4.1 lpm at 5100 rpm. The patient was extubated on (B)(6) 2022 and was recovering from the procedure. The patient developed spontaneous, severe respiratory insufficiency one day after extubating. They were re-intubated and rolled into prone position. It was noted that the patients pupils were wide after they were turned on their back. A neurological event was suspected and a CT scan confirmed a severe intracranial bleed. The patient expired on (B)(6) 2022 during the course of the event. The pump operated as expected without issues after re-exploration on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.